Manufacturer narrative:
Evaluation, method: device history record (DHR) review performed. Results: DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. The reported complaint could not be confirmed due to lack of physical sample. Conclusion: product is not available for evaluation by MFR, therefore, investigation could not be performed and complaint is not confirmed. If add'l info is rec'd on this complaint, a f/u report will be submitted.

Event description:
The event is reported as: clip closure on the mesenteric artery was sustained for 2-3 seconds then it opened itself leading to a hemorrhage. Surgeon did a laparotomy instead of a laparoscopy surgery. The clip was recovered entirely and discarded. The surgeon had to suture using needle and wire. The current condition of the pt is listed as "fine."